Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had a 60+ mm infra renal aneurysm with a good aortic neck and a left common iliac aneurysm that required embolization. Vessel morphology was reported to be moderately tortuous. It was reported that during the initial implant there were three iliac extensions required to adequately cover the left aneurysmal iliac vessel. The final angiogram revealed excellent attachment position and no endoleak. It was reported 31 months post implant, the pt's aaa diameter was 87 mm and the pt suffered a ruptured aneurysm and was converted to open surgical repair. Upon extracting the stent graft from the aneurysm sac, the stent graft was noted to be well incorporated, proximally and distally. It was reported that the distal iliac extensions were stapled with a ta-30 and transacted. It was noted that a leak existed through a defect in the fabric of the stent graft just distal to the closed end of the transacted segment. (Reported by the pathologist to be 0.2 cm wide, it is not likely that the size of the hole was significant enough to have caused the aneurysm to enlarge) the physician presumed that this perforation occurred after the last CT scan which showed a stable aneurysm size, and was the likely cause of the aneurysm enlargement. The distal segments were then extracted. No type ii leaks were observed. The stent graft will not be returned to medtronic for analysis. No sequelae were reported and the pt is reported to be fine.